Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. It was noted that the right ventricular lead exhibited intermittent noise. The noise episodes led to inhibition of pacing. It was also noted that the pacemaker was in and out of noise reversion and also exhibited high rv sense amplitude. No intervention was performed. The patient was stable and will continue to be monitored.